Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 500 mcg/ ml baclofen (unknown) at 120.96 mcg/day. The reason for use was intractable spasticity and cerebral palsy. It was reported that there was a motor stall seen at initial interrogation. The patient did not recently have an MRI (magnetic resonance imaging). It was reported that pump status and/or event log report a motor stall occurred and it was active. The hcp gave the rep the 8840 print report indicating there was a motor stall that occurred. It was noted the print report was from 2018-oct-12, but that he had no further medical history on when the patient had a motor stall. The rep did not have access to the event logs. The pump may be explanted sometime this weekend or next week. Troubleshooting was not performed due to lack of access to the product and it was reviewed that if the device was explanted/replaced, it should be returned to the manufacturer. There were no symptoms reported. The event date was asked, and unknown. There were no further complications reported/anticipated. Refer to related pe (B)(4) (motor stall, v/d, replaced) for omitted information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on (B)(6) 2018 it was reported that the cause of the motor stall was not determined. Actions taken to resolve the issue included the pump being replaced on (B)(6) 2018 and the issue was resolved. It was stated that the pump ¿should have been sent back to the company the day of surgery.¿ there were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.